Event description:
It was reported that code 1005 had appeared, indicating this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the patient had to be resuscitated on the way to the hospital. It is unknown if the needed resuscitation was due to the high out of range shock impedance. Technical services (ts) provided resolution option. The lead remains in use. No adverse patient effects were reported.